Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details, action taken with pd therapy and patient outcome were not reported. Two days after admission, the patient was discharged from the hospital. No additional information is available.